Event description:
The facility representative contacted baxter to report a flogard pump in which the alternating current cable was broken. This condition has the potential to cause an interruption of delivery. The event occurred upon power up in the emergency room. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with current cable was confirmed during product evaluation. The root cause of the reported problem was determined to be broken ac power cord. However, no repairs have been made and the device was returned unrepaired to the customer. Additional information: the device history record review shows data card discarded per doc. 20j retention period.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.